Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Concomitant medical products: reamer/irrigator/aspirator tub assembly( item # unknown, lot # unknown, quantity 1each. (B)(4): the device broke intraop and the broken pieces was not retrieved. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records review was conducted. The report indicates that the: DHR review for: DHR review for part: #314.743 -synthes lot # 15803-01; release to warehouse date: 09may2011; expiration date: na; supplier: (B)(4). No ncrs were generated during production. Review of the device history records showed that there were no issues during the manufacturing of this product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a medial humus fracture procedure on (B)(6) 2017, while the surgeon was harvesting bone from the patient¿s femoral bone using the ramer/irrigator/aspirator (ria) system the reamer head and the drive shaft broke. The reamer head snaps into the drive shaft for bone harvesting. The proximal teeth portion of the reamer head instrument fragmented and the distal end portion of the drive shaft instrument also shredded into fragments. Surgeon chose to leave the instrument fragments in the patient¿s femoral bone. Surgeon did manage to successfully harvest enough bone for the fracture humus procedure. Due to this event an additional 5 minutes was added to operating room time. Surgery was completed successfully and patient is report in stable condition. This report is for 2 devices. Concomitant medical products: reamer/irrigator/aspirator tub assembly( item # unknown, lot # unknown, quantity 1each). This report is 1 of 2 for (B)(4).

Manufacturer narrative:
A product development investigation was performed for the subject device (drive shaft-minimum 360mm length-for use with ria, part number 314.743, lot number 15803-01). The subject device was returned with the complaint condition stating: it was reported that during a medial humus fracture procedure, while the surgeon was harvesting bone from the patient¿s femoral bone using the reamer/irrigator/aspirator (ria) system the reamer head and the drive shaft broke. The reamer head snaps into the drive shaft for bone harvesting. The proximal teeth portion of the reamer head instrument fragmented and the distal end portion of the drive shaft instrument also shredded into fragments. Surgeon chose to leave the instrument fragments in the patient¿s femoral bone. The drive shaft was received with the distal tip, which mates with the reamer head, broken off. The broken portion was not received. The break is located approximately 7.5 to 9.25mm distal to the distal edge of the drive shaft helix. The helix is intact. The device has minor surface wear which does not impact functionality. One of the fingers is broken off of the returned reamer head. The portion of the broken piece of the drive shaft is retained inside the reamer head. The retainer and a portion of the aspiration tube from the ria tube assembly were returned. The aspiration tube has some cracking and discoloration which is likely due to decontamination of the device prior to return to customer quality. There was no allegation against the ria tube assembly and there is no indication that the device contributed to the complaint therefore further investigation is not necessary. A visual inspection, drawing review, DHR review, complaint history review, and risk assessment review were performed as part of this investigation. The complaint is confirmed. Replication of the complaint condition is not applicable as the devices are already broken. During use the drive shaft is attached to the corresponding length reamer/irrigator/aspirator (ria) tube assembly and a reamer head and then connected to a drive unit. The ria system is intended for use to clear the medullary canal, to size the medullary canal, to harvest bone and bone marrow, and to remove infected and necrotic bone. Drawings were reviewed during investigation. The design history was not found to impact the complaint condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned parts were determined to be suitable for the intended use when employed. The complaint condition is the result of force applied to the distal end of the drive shaft and reamer head resulting in stresses beyond the failure limit. The root cause could not be definitively determined as the circumstances at the time of the breaks are unknown. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.